Manufacturer narrative:
(B)(4). This is the report of an accidental, inadvertent ejection of floseal into the vascular system (user error). The embolism is a result of the unintentional introduction of floseal into the vena cava. The respective warnings and contraindications in the floseal instructions for use are adequate and sufficient. The surgeon in his follow up discussion with baxter medical staff ((B)(4)) is aware about this contraindication and does not require retraining. (B)(6). This case will be kept on file for tracking and trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: from the description, this is a case of contraindicated intravascular application of floseal via the vena cava. There is insufficient information to make an assessment. In order to appropriately assess this case the following information is required: current status of the patient, surgical procedure performed, reason for floseal application, description of floseal application, description of onset of pulmonary embolism, treatment of pulmonary embolism, outcome of surgical procedure. (B)(4). Due to the lack of information, this case is being conservatively reported. Baxter is currently in the process of following up with the surgeon for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received from the reporting surgeon: current status of the patient: the patient is doing fine and remains on coumadin. Surgical procedure performed: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, appendectomy, radical infrarenal bilateral lymphadenectomies, radical inframesenteric bilateral lymphadenectomies, radical pelvic lymphadenectomy, cytology washings and uterosacral ligament colpopexy. Reason for floseal application: active bleeding from inferior vena cava from lymphnode dissection. Description of floseal application: floseal was applied using the endoscopic applicator directly above the bleeding site and a grasper was used to move the hemostatic matrix over the site of bleeding. At this time floseal matrix was accidently pushed into the vena cava. Description of onset of pulmonary embolism: sudden onset of symptoms occurred immediately after floseal application, increased heart rate and decreased oxygen saturation. Patient was ventilated, therefore, no change in respiration noted. Treatment of pulmonary embolism: patient was treated with anti-platelet therapy immediately and continues on coumadin today. Outcome of surgical procedure: surgery was completed successfully. Total estimated blood loss was 150cc. Patient was extubated and taken to recovery room per routine following surgery. Patient information (age or dob, initials): (B)(6). Lot number of product used: unknown reporter facility name: (B)(6) hospital. The key steps of product application was discussed with dr. (B)(6). Dr. (B)(6) stated she is well aware of these and this incident was an accident on her part.

Event description:
The customer received floseal on june 30th; however the surgery was completed on july 9th. The surgery was video-taped, patient was female -- floseal was administered in the vena cava, and the patient begun to experience pulmonary embolism. There is no sample, companion sample or lot# available.